Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed damaged silicone on the top and bottom covers, slices at the fantail and along the lead, and the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed a broken electrode wire near the array. This is believed to have occurred during revision surgery. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The reported complaint of pain with stimulation could not be verified during this analysis, which was limited in some respects due to the electrode being severed prior to receipt. However, the failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the ultra is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Prior to explant surgery, a CT scan revealed correct device placement. The recipient's device was explanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain with device use. The recipient has seen multiple physicians for pain management with injections and oral medications. On (B)(6) 2020, the recipient was given an occipital nerve block. Programming adjustments were made, however, the issue did not resolve. The audiologist recommended to cease device use. Revision surgery will be scheduled.